Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly despite the attempt of multiple usb cables, wall adapters and power sources. Reportedly, the customer waited to bolus for a snack consumed due to the pump's low battery charge. The customer's blood glucose level became elevated as a result however, no value was provided. The customer charged the pump and delivered a bolus to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.